Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient no longer wanted the pump because it hurt at the pump site, caused headaches and did not help. The patient¿s physician had been titrating the dose in order to safely discontinue the therapy. The pump was used to infuse baclofen. It was later reported that the patient felt that the medication was ineffective in controlling spasticity. There were multiple dose adjustments with no change. The pump was explanted on (B)(6) 2014. The patient recovered without permanent impairment.